Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump that had been in use for about two months developed a growing bubble and peeling on the screen laminate, making the display difficult to read, and images confirmed separation at the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light-related display readability problem associated with the touchscreen and consistent with a component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.